Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the wire poked through the balloon. The target lesion was in the biliary duct. A 12-15 mm above extractor rx retrieval balloon had been selected and advanced into the patient. At an unspecified time during the procedure, the "wire poked through the balloon area". The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "fine".